Event description:
It was reported that low sto2 values were displayed on a hemosphere monitor prior to a product demonstration in the ew booth at a medical conference. The sto2 values come from the module and the sensor and as of 12/13/2021 the root cause was primarily associated with the foresight modules model hemfsm10 and the large foresight sensors model fsesl. The foresight sensors had been placed on two models foreheads and the cerebral oximetry readings were within normal limits. However sensors had also been placed on their forearms and the somatic tissue oximetry readings were in the 30 to 40 percent range when the expected values were 60 to 80 percent. Troubleshooting included applying sensors to the models upper arms as well as placing sensors on another ew employees calf but the same issue occurred. The monitor was designated as a demo unit that had windows 10 and foresight 2.0 software installed. After additional discussion with the product manager and engineer who were present it was believed that the ambient light of the conference surroundings were somehow interfering with the readings. The affected hemosphere monitor and use of the product on the models and ew employees was for demonstration purposes only. Therefore there was no injury and no treatments were provided and/or withheld as a result of the inaccuracies.

Manufacturer narrative:
The product was not returned for evaluation but logs were analyzed. Once the product evaluation has been completed, a supplemental report will be submitted. The device history review was not completed. The UDI was unavailable in the system. Logs were analyzed

Manufacturer narrative:
The device was not returned; however, the clinical log files were returned and reviewed. The other submission numbers of the involved products are, 2015691-2022-03340, 2015691-2022-03341, 2015691-2022-03342, 2015691-2022-03345, 2015691-2022-03346. An issue with inconsistent sto2 readings on somatic regions was identified. The issue is associated with the sensor v3 design. The algorithm a2 exacerbates the issue, but the issue is seen in algorithm a1 also. Based on the investigation, the root cause of the low/inaccurate sto2 values is related to the v3 hardware design and the a2 algorithm. The issue is related to the interaction of the hardware and software that are selected. Corrective action and pra escalation will be initiated. H3 other text : logs were analyzed.